Manufacturer narrative:
Zoll service evaluated the thermogard xp ivtm system (sn (B)(6) at the customer site. The reported leak in the system was confirmed during a visual-functional inspection of the thermogard console. The console's pump raceway was filled with liquid, likely caused by a leaking start-up kit (suk) or user mishandling. However, no previous event was reported by this customer for a leaking suk associated with this thermogard console. During the functional inspection, the pump raceway was cleaned and dried, then reinstalled to address the customer's complaint. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported a leak in the thermogard xp ivtm system (sn (B)(6)). However, the specific source of the leak within the system was not reported. No additional details were provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.